Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise. No intervention or adverse patient effects were reported.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the patient's right ventricular (rv) exhibited noise oversensing, which was initially observed via merlin.net transmission. The patient was subsequently evaluated in the clinic, where the physician elected to cap and replace the rv lead on (B)(6) 2026. No adverse patient effects were reported.